Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This report filed april 27, 2016.

Manufacturer narrative:
The device is currently unavailable.

Event description:
Per the clinic, the patient developed an infection at the magnet site. Subsequently the device was explanted on (B)(6) 2015. The device has not been made available for analysis as of the date of this report, november 30, 2015.